Event description:
The customer stated that the spo2 dropped out. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer evaluated the device.